Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2006. It was reported that the patient is feeling stimulation. But, his charger no longer locates the ipg. A spacer kit was sent to the patient, but it did not resolve the issue. A replacement charger was sent to the patient. No further information is available at this time.